Event description:
It was reported the patient had more drug in their reservoir on several refills. The most current refill had an expected volume of 2 ml and the actual volume was 6 ml. The patient had increased spasticity and less than 50% therapy relief. It was reported the hcp had to change the daily rate to accommodate for the changing level of spasticity. After several reservoir volume discrepancies and the changes in level of spasticity symptoms, it was decided to replace the pump. The patient status at time of report was alive - no injury. The pump was used to infuse baclofen. It was further reported the patients symptoms have resolved.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly.

Event description:
It was later reported that the patient's pump was replaced because it wasn't performing correctly.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).